Event description:
Ab5000 ventricle was used to support a pt. After 1 day, the pump dome detached from the baseplate causing the console to alarm. The pump was held together by clinical personnel while the unit was replaced with another ab5000 ventricle. During this event the pt was hemodynamically stable.

Event description:
The method used was a visual inspection using a high intensity light source. In house abiomed personnel met with abiomed field personnel to review the inspection method using pictures and examples of actual product, with and without the epoxy bond.